Event description:
The customer reported an instrument leak when using the coulter act diff 2 analyzer. The instrument was failing backgrounds for all parameters when the leak was noticed. The volume of the leak was about ½ cup and was not contained within the instrument. The operator was wearing gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found that the baths were not filling and that the probe was leaking. The fse found that the solenoid for pinch valve lv10 was not actuating. Pinch valve lv10 controls the delivery of diluent to the probe and baths. The fse replaced the solenoid for pinch valve lv10 and the instrument ran without any leaks and passing all backgrounds. Identified failure mode: the cause of the leak was that the solenoid for lv10 was not actuating the valve. No erroneous results were generated for this event. Upon recur, the failure mode identified is likely to cause erroneous for all parameters due to contamination of the sample during aspiration. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).